Event description:
On 04/25/2025, a facility representative, via (B)(4), reported that an ar-8850 c-line instrument had an issue during a case. A tiny piece of blue came off the device and was in the patient. They were able to fish it out, but it is causing concern for the surgeon. The rep opened the last two boxes of that lot number that I had, and one had a speck of blue floating in the package after tapping on it, and one did not.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Inspection after tapping and shaking revealed no evidence of particulate contamination inside the blisters.